Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported failure to completely depress the plunger to deploy the needles is confirmed. Based on visual analysis of the returned device, the probable cause for incomplete plunger deployment is related to the operational context during use of the device in challenging anatomy. The probable cause for broken needle follower is incorrect deployment sequence as the lever was closed to retract the foot prior to retracting the needle plunger from the device. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that an arteriotomy closure of a heavily calcified right common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic "run off of the legs" procedure. Reportedly, the foot was deployed; however, the collar of the needle plunger would not advance up against the device body, it stuck when he tried to re-house the foot to remove the device. The physician reportedly "manhandled" the device out of the body. The access site was rewired and a starclose se was used to achieve hemostasis. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide and starclose se devices. No additional information was provided.

Manufacturer narrative:
(B)(4). The safety and effectiveness of the perclose proglide devices have not been established in the following patient populations: patients with femoral artery calcium which is fluoroscopically visible at the access site. Per the instructions for use, the safety and effectiveness of perclose proglide smc devices have not been established in patients who are morbidly obese (body mass index greater than 40 kg/m). The device was received. Investigation is not complete. A follow-up report will be submitted with all additional relevant information.